Event description:
Hcp reports the pt presented with complaints of a burning sensation at the pocket site since the pump implant. The physician ruled-out any infections at the pocket site with unknown lab tests. The pt was admitted to the hosp. A gel thermometer was placed on the shoulder and another at the pump site. The results were 37 degrees on the shoulder and 40 degrees at the pump site. The pump was explanted in 2004. It was then returned to the MFR for analysis. A follow up report will be sent when add'l info is obtained.